Event description:
The customer reports the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the unit giving cmos error 3 volt battery dead on sbc and replaced the coin battery voltage. He reset the cmos and booted the unit 5 times with no errors. The unit is working as intended.